Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances. It was noted that back in 2007 there was a lead alert thirteen days post implant. The rv lead has recently been capped. Additionally, it was reported that thirteen days post implant in 2007 the patient had a hematoma evacuated. And then the following year a pocket revision was performed. The device remained in use until now where it has recently been explanted. Follow-up was conducted but was unable to obtain requested information after multiple follow-up attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.